Event description:
A report was received that a patient was explanted due to an infection at the pocket site. The patient was experiencing drainage. The patient was administered IV antibiotics and was prescribed oral antibiotics prior to explant, but they were unsuccessful. The patient is reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.